Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0q6g6, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had shocking and pain in the implantable neurostimulator (ins) pocket due to a sudden change in therapy or symptoms in (B)(6) 2015. About 7 weeks after the patient's revision everything went bad and the patient had pain and shocking. This was right after the patient had intercourse for the first time since the revision. Depending on position, at times the patient felt shocking and pain in the anus and other times in the labia. This happened when the patient twisted a certain way or bent over. The patient felt the shocking also when they were driving. The location of the patient's symptoms was at the ins site and more so on the left side, at the lead sites, and in the labia and anus. It felt like the leads on the left side had moved. The patient turned stimulation off 10 days ago and had not noticed any difference in the pain level, even with opiate medication. It was confirmed that the patient's ins therapy was off. The patient saw a health care provider (hcp) and after running some tests, it was determined that the patient didn't have an infection and they were referred to another hcp. The patient saw a new hcp on (B)(6) 2015 and discussed having the system removed. They discussed the option of removing the whole system, which may be more painful, or just removing the ins. The patient had a CT scan and was told that everything looked fine. The therapy had helped with the patient's incontinence issues. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.